Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and an inquiry optima catheter was inserted into the sheath and then flushed, air was aspirated. Suction was attempted several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture and brockenbrough were performed due to sheath replacement. The only products inserted directly into the hemostasis valve were the included dilator and inquiry optima catheter.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.